Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a recharger antenna failure; they received the "no device found" message. The device failed on bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that difficulty recharging the ins. They explained they were getting rm06 and the rtm was getting hot and causing her implant site to become very painful. The patient reported she had to wait until the next morning to charge due to these issues and noted she was only able to get her ins charged 30% of the way. They stated these issues also caused her to be very uncomfortable. They noted navigating passive recharge mode screen and that she has taken the battery pack out to do resets already. The patient noted they had charging difficulties last friday but when asked for event date, the patient didn't provide one. Reviewed rm06 meaning and attempted to clarify where on the rtm it was getting hot. The patient confirmed the rtm cord wasn't damaged, but would not clarify where the rtm was getting hot. The patient was escalated and wanted the battery pack was replaced. Due to the escalated nature of the patient, they are replacing the battery pack and rtm. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the damaged device. Ps emphasized that it was the rtm is getting hot and causing the implant site to become very painful". They did not allege the ins was heating. Additional information was received from the patient. They reported that they had problems since implant date and the recharging of the implant "never worked properly." They stated that they have never received a green light on the controller when attempting to charge their implant for they have always received the amber light. Pt has to hold the rtm paddle in order for them to charge the implant and has had recharging problems "all the time." Pt mentioned that recharging the implant is painful and sometimes they have to stop the recharging session, they denied any heat from the equipment for its just a painful sensation (pt would not clarify where the pain would come from).